Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
It was reported that the patient had a persona knee implanted on (B)(6) 2013. Patient allegations are pain, discomfort, and possible aseptic loosening. Revision was (B)(6) 2015 by dr. (B)(6). Revision of fem, tibia and art surface, which is not a zimmer biomet tmt designed controlled part was revised. The tm patella which is a zb-tmt design controlled device was not revised.